Event description:
Philips received a complaint on the mx400 of the device not sounding at the piic ix. This case was made into a piic ix case. No patient or user harm was done per the field engineer. Visual inspection found that alarms sounded. According to photos of the clinical logs, it is clear that technical alarms must have sounded twice at 8h51min 13 sec and 8h51min 36 sec. Two yellow alarms also sounded at 8h51 min 51 sec and 8h51min 58 sec. No longer having access to the logs of the plant, the field service engineer (fse) unfortunately cannot specify the content of these alarms. Also specify that the red alarms have not stopped ringing at the central. The first red alarm sounded at 8h49min 07sec and it was an extreme bradycardia alarm then 10 red alarms of extreme bradycardia sounded between 8h49 and 8h57 with an apnea alarm at 8h56. Asystole alarms started ringing at 8:57:19 and two more asystole alarms continued to ring until 9:00:16. Finally 4 red fibrillation alarms were triggered from 9:00:19 until 9:04:24. The fse confirms via these logs that the alarms have sounded at the central and that the episodes of extreme bradycardia, apnea, asystole and fibrillation have been detected by our monitoring system resulting in the production of red alarms. No further information was known, there was no product malfunction. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed, the alarms did sound. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarms rang at the monitor but not at the central. This happened on (B)(6) 2022 at 8:51 am (8:15 am and 8:54 am). It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to (1218950-2024-00777) for further information regarding this complaint.